Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 97 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.